Manufacturer narrative:
Patient's date of birth :unk patient's weight: unk. The device was discarded, thus no investigation could be performed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to infection (both leads were implanted (B)(6) 2009). Spectranetics lead locking devices (llds) were inserted into each lead to provide traction: an lld #2 was used in the ra lead and an lld ez was used in the rv lead. The ra lead was successfully removed using a cook medical evolution dilator sheath and a spectranetics glidelight laser sheath. The physician then attempted extraction of the rv lead. The cook medical evolution and the spectranetics glidelight device were used to advance to the tip of the rv lead. Transesophageal echocardiography (tee) showed an accumulation of pericardial fluid. Immediately, a pericardial puncture was performed, but the blood pressure did not return. A thoracotomy was performed and a myocardial perforation was discovered, specific location unk. The repair to the injury was successful and the patient survived the procedure. The doctors believe the injury was due to lasing. Manufacturer attempted to obtain more specific case detail, but unavailable from the account due to covid-19. This report captures the glidelight device in use when the myocardial perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.